Event description:
High peep level when set at lowest setting.

Manufacturer narrative:
Field service corrected the complaint by replacing the exhalation valve. Lab testing: inspection of the exhalation block showed excessive build up of medication on the block. The jet pump outlet was plugged with medication causing the build up of peep as discribed in the complaint.